Event description:
The surgeon reported that he implanted the zimmer collagen repair patch to repair the rotator cuff of a pt. Subsequently, he had to remove the zimmer collagen repair patch, which upon removal was found to be broken down. Microbiological analysis did not reveal a bacterial infection.

Manufacturer narrative:
There has been no lot number info provided by the surgeon however, can confirm that the product is mfg using a controlled and validated mfg process. The product is terminally sterilized and has undergone sterilization validation and dose audit studies. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality.